Event description:
It was reported to philips that the system's footswitch was unable to perform fluoroscopy or cine. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of event occurrence. The neurovascular diagnostic procedure was completed planned, using the foot switch located in the control room. A philips field service engineer (fse) inspected the system onsite and replaced the wired foot switch. The defective foot switch was returned to philips for further analysis. The analysis confirmed that all controls failed when the cable was rotated at the foot switch¿s cable inlet. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Due to the availability of an alternative footswitch, in the event of a wired footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.